Event description:
It was reported that a percutaneous transluminal angioplasty (pta) was performed to treat a moderately tortuous, moderately calcified lesion. When an asahi gladius mg 14 pv es guide wire was advanced to cross the lesion, the wire tip was found slightly damaged. After removal of the guide wire from the patient anatomy, the coil was found stretched. The procedure was continued with another guide wire and was successfully completed with reestablished blood flow. It was informed that there were no adverse patient effects after the procedure.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: (B)(4). When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, g3. Date received by manufacturer is the same as the date in d9. Returned to manufacturer. The reported device is sold outside the us in a different brand name but is similar in structure and construction as a currently us marketed device, asahi gladius mongo14 es ((B)(4)). The reported gladius mg 14 pv es guide wire was retuned for evaluation. Originating from the proximal solder (set at 30mm from the tip for the purpose of fixing the outer coil onto the core), the polymer jacket was found stretched for approximately 70mm and then torn off. The outer coil was found stretched for approximately 110mm from the proximal solder. At the end of the outer coil, approximately 7mm-long coil segment was observed from the ball tip. The polymer jacket was then removed for observation. The inner coil was found fractured by torsion at approximately 23mm distal to the proximal solder. When the remained inner coil, which was approximately 7 mm long, was removed, the core fracture end was observed at approximately 23mm distal to the proximal solder. The polymer jacket of the distal coil segment was also removed. The inner coil was found fractured by torsion at approximately 7mm from the tip. The outer coil and the inner coil were unwound to expose the core. The core was found fractured at approximately 7mm from the tip. Microscopic observation found that the core fracture ends had a relatively flat fracture surface and the core shaft was twisted near the fracture ends, indicating that torsion had contributed to the core fracture. Investigation of the returned guide wire suggested that the entire guide wire was returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with torquing manipulation in attempts to cross the lesion was locally accumulated on the wire tip, fracturing the inner coil and the core to deform the wire tip. As further tensile stress generated with removal was applied, the outer coil was stretched and the polymer jacket was torn off. It was concluded that this event was not attributed to product quality. As a possibility could not be completely ruled out that some wire fragment(s) might be left in the patient anatomy if it were to recur, this event was determined to be reportable. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise, damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel. ~ when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] ~ breakage of the guide wire.